Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient¿s implantable neurostimulator (ins) was not working and "the 5% was then and she went to the grocery store and had pain and could not do one or other and could have been constipated." The patient went to their doctor who made adjustments to their device which got them comfortable. Afterwards the patient still had problems and they reported ¿it wasn¿t working for the bladder as much as for the abdominal/bowels. It was noted that the physician wanted to do a new implant but the patient¿s insurance (anthem) was not ¿allowing her previous dr¿. The patient did not have a managing doctor for the device and they were sent a listing of physicians. Additional information received from the patient on (B)(6) 2017 reported the doctor is who I was singing and was going to do the surgery but he's in trouble so he did my hysterectomy I am comfortable with song so if you can look up this potential's and see how it was just as good a song or two of (B)(6)¿. The patient also noted they were in a lot of pain.

Event description:
Additional information from the patient reported a loss or change in therapy. They stated that their bladder was leaking all over t hemselves. They needed a new hcp that would replace the device because the battery was getting depleted and it was time for a new one. They woke up on the morning of the report to go to the bathroom, and they were already leaking before they go there. They stated they were leaking at the store the day prior to the report and they tried to hold themselves, they were embarrassed. They knew it was still on because they could feel some stimulation. The battery was at about 5% due to normal battery depletion and they needed a new battery. They also reported going to the bathroom 10-20 times a day since implant. No further complications were anticipated/reported.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the device was not working and the patient was in a lot of pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.